Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and absorbable straps were used. During the procedure, there were problems with the shot and fixation was locked so that it did not come out with the force necessary for fixation. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). The analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. Fired 13 straps then locked out. The trigger was unblocked and fired 4 strap. The instrument was disassembled; upon disassembly, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident.